Event description:
The customer reported that the system displayed camera iris calibration and collimator calibration required error messages. These error messages were not bypassable and disabled the x-ray functionality of the system. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions and generator interface boards were reseated. Additionally, the nodes were flashed and the calibration files were downloaded. The system was then found to be operating as intended.